Manufacturer narrative:
At the request of organogenesis inc.,(B)(4) made several attempts to contact the initial reporter in order to follow-up and obtain additional info regarding the event, using the available contact info provided in the maude event report. No responses were received following any of the attempts made by (B)(4) to contact the initial reporter. Organogenesis also conducted a search of the maude database on FDA's website on (B)(4) 2014, which revealed no further info in addition to what was included in the event report provided in FDA's initial correspondence. Organogenesis was able to confirm that a total of three (3) lots were manufactured with an expiration date that matched the reported expiration date of 10/31/2013. However, since multiple lots were manufactured the same expiration and based on the info available, a lot number for the reported product was not able to be identified. Since a lot number was not able to be identified the expiration date was not able to be verified.

Event description:
On (B)(4) 2014 organogenesis became aware of a correspondence from FDA to (B)(4) dated (B)(4) 2014 that contained a maude adverse event report that had been received through FDA's medwatch program. According to maude event report (voluntary report no. Mw5037458) that was provided in FDA's correspondence, on (B)(6) 2014 a patient reported through the medwatch program that an adverse event resulted in injury with an outcome of hospitalization. The reported event date was (B)(6) 2013. According to this report the event occurred in the u.s (no further info regarding the identity or location of the user facility was provided). The device product info included in the report identified inforce graft (surgical mesh) and listed a device expiration date of october 31, 2013, an implant date (B)(6) 2013 and an explant date of (B)(6) 2014. No other product info, including lot number,was reported and no concomitant medical products were reported. The event report included the following event description: no other details regarding the event were included in the maude event report. With several attempts to contact the reporter made with no response, and with no additional contact info provided and no additional info available regarding the event, organogenesis is unable to verify the accuracy of the info initially reported or obtain additional medical or product info for this reported adverse event. This event was reported as an injury with an outcome of hospitalization due to infection and debridement of tendon. In the absence of a medical opinion from a qualified treating clinician and based on the fact that the unit in question was reported as having been expired at the time of application, organogenesis is unable to determined the potential relationship of this event ot the use of the inforce graft. No concomitant medical products were reported as being used and no additional treatments were reported. This MDR includes the info already reported to FDA through the medwatch program and included in voluntary report no. Mw5037458. No additional info for this event is available as of this MDR report.